Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited noise. No intervention was performed. The patient was in stable condition.